Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 56 mg/dl. Customer stated that he did not pay attention to the alarm until his blood glucose level reached 52 mg/dl. Customer does not use the sensor feature on the pump. Customer has an old pump that he has reconnected to as a back-up. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced due to fluid/moisture exposure. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.